Manufacturer narrative:
The newly implanted mitral valve caused distortion of the aortic valve and this led to a need to replace the aortic valve due to regurgitation. This was unplanned and was completed during the same surgery as the mitral surgery. The root cause of this event cannot be conclusively determined with the available information. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to procedural related factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the patient underwent a redo-mvr with an edwards bioprosthetic mitral valve. Upon reviewing the transesophageal echocardiogram, it revealed aortic insufficiency. There appeared to be some distortion of the valve and it was not closing properly. There was some distortion of the aortic valve from the bioprosthetic mitral valve and so the aortic valve was excised and replaced with a 21mm edwards pericardial aortic valve. Transesophageal echocardiogram at end of case showed good function of both mitral and aortic valves. The patient was transferred to the intensive care unit in stable condition.